Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced leakage and device damage/deformation while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter; lots# 0091899 or 9301110 or 0062714. Jet of water and blood coming from the side of the syringe during its use during a sterile procedure (rinsing of the femoral thread 8f). 3 lots are possible but packaging are discarded. Was there any consequences for the patient? No. Was there exposure to blood? -blood spill in the direction of the caregiver. There was contact on the sterile gown of the caregiver. Medical intervention or change of treatment? No.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/14/2020. H.6. Investigation: one loose 10ml syringe was received and evaluated. It was observed there was a lengthwise crack in the barrel, outside the grad lines, extending from the 2ml to the 5ml marking. The crack was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There were multiple lot numbers that were potentially involved. The information for each lot number is as follows: medical device lot #: 0091899, medical device expiration date: 02/28/2025 device manufacture date: 04/02/2020. Medical device lot #: 9301110, medical device expiration date: 10/31/2024, device manufacture date: 11/11/2019. Medical device lot #: 0062714, medical device expiration date: 02/28/2025, device manufacture date: 03/23/2020. (B)(4).

Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced leakage and device damage/deformation while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter; lots# 0091899 or 9301110 or 0062714. Jet of water and blood coming from the side of the syringe during its use during a sterile procedure (rinsing of the femoral thread 8f). 3 lots are possible but packaging are discarded. Was there any consequences for the patient? -no. Was there exposure to blood? -blood spill in the direction of the caregiver. There was contact on the sterile gown of the caregiver. Medical intervention or change of treatment? -no.